Event description:
The patient was receiving a continuous titratable infusion of levophed (norepinephrine). At 1018 on (B)(6) 2015, a new 250 cc infusion was initiated at 26.25 cc/hr. At 1253 the infusion bag was noted to be empty. The initial concern was that the patient had received a rapid unplanned infusion of levophed. The pump, tubing, and medication bag were taken out of service for further examination and investigation. A new infusion with a new bag of medication was initiated with a new pump. The initial pump and tubing examination by the facility's biomed department, and the vendor did not reveal any pump malfunction. The pump is being sent to an independent third party for examination and evaluation. The rn who experienced the event took pictures of the pump screen at the time of the event to show the flow rate and the volume to be infused rate. Levophed 8 mg in 250 cc normal saline infusing at 1018 on (B)(6) 2015 at a titratable rate. Other infusions at the same time through different pump channels included albumin 25% infusion, and a thiamine infusion 100 mg. She was admitted to the facility on (B)(6) 2015 with altered mental status due to end stage liver disease with hepatic encephalopathy, acute kidney injury, and lactic acidosis. On (B)(6) 2015 she developed acute respiratory failure and was intubated. She also showed signs of sepsis and shock. Her condition worsened on (B)(6) 2015 and after discussion with the family, life sustaining treatment was disconnected and she expired at 2022 on (B)(6) 2015.